Event description:
Philips received a complaint on the v60 ventilator indicating that there was an accept button issue. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that during preventative maintenance the green check accept button was not working. The rse advised the customer to open the display and check if the switch cable was disconnected and to reconnect it if needed or replace the switch printed circuit board assembly (pcba). The customer was provided with the part information for a replacement switch pcba. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer, they confirmed the switch cable was disconnected. Reconnecting the switch cable resolved the issue. The customer did not provide what testing was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.